Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had input the carbohydrates setting incorrectly. Blood glucose was between 60-70mg/dl. Tandem technical support assisted the customer with correcting the settings.